Manufacturer narrative:
The insulin pump was received missing segment due to lcd cracked zebra connector. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has lines going through the whole lcd screen making it hard to see the display. Customer stated that she dropped the device a couple times. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.